Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher select 3.0 x 33 mm stent failed to cross the distal circumflex target lesion despite multiple attempts. The target lesion was reported to be: heavily calcified, de novo, and not a bifurcation lesion. The lesion was pre-dilated with a sprinter 2.0 x 20 mm balloon. A taxus liberte 3.0 x 28 mm stent was implanted to successfully treat the pt/lesion. There was no reported pt injury. When the product was returned for inspection, the proximal stent struts were noted to be uplifted.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.